Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient¿s umbilical hernia with surgical repair. However, there is no documentation in the complaint file to show a causal relationship between the hernia and the use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The cause of the hernia is unknown. Patients on peritoneal dialysis are at increased risk for developing a hernia for several reasons including increased stress on the abdominal muscles. Umbilical hernias are a frequent and serious complication of pd therapy. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely caused or contributed to the potential development and exacerbation of the patient¿s hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported having surgery. The patient stated that their peritoneal dialysis registered nurse (pdrn) advised them to continue using the cycler as usual. Additional information was obtained through follow-up with the patient¿s pdrn. On (B)(6) 2020, the patient underwent outpatient hernia repair surgery. The patient had been diagnosed with a small umbilical hernia approximately two weeks prior to the surgical repair. The patient had been experiencing minor discomfort as a result of the hernia. Post-surgery, the patient¿s pd prescription fill volume was decreased (volume not provided). The cause of the patient¿s hernia is unknown; however, there was no allegation of a device malfunction or deficiency reported. The patient continues to recover while completing pd therapy utilizing the liberty select cycler.